Event description:
This case has been identified during monitoring of postings on an FDA hosted docket website, which has been established in preparation of a public FDA advisory committee meeting, which took place in september 2015 (FDA-2014-n-0736-1429, awareness date 08-oct-2015). It refers to a female consumer of unspecified age in united states who had essure (fallopian tube occlusion insert) inserted on (B)(6) 2011. The procedure was painful and for weeks after the consumer had extreme pelvic pain and bleeding - she would never know when the bleeding would start and found to always be prepared for that. There were days that she would call in sick to work and just curl up in a ball due to the pain. She had yeast infections, vaginal bacteritis, became bloated and was unable to lose any weight in spite of exercise and dieting regularly. She was depressed and even had thought of suicide due to the pain. Finally in (B)(6) 2014 she was bleeding more in a month than not and she started having troubles with pelvic pain all of the time. She had blood work done and all was normal. The pap smear showed no infections. She tried bc (birth control) pills to control the bleeding and it just made it worse. On (B)(6) 2014 she had a hysterectomy, including the fallopian tubes in order to remove the essure. By that time, she was in so much pain that she could hardly walk. She had pelvic pain, chronic inflammation, adenomyosis, fibroids and cysts. The ovaries were left, and she currently had cyst again and would be being checked for endyomosis (as reported). She had developed general anxiety disorder and mood swings and finally after working through therapy and medication she was controlling it more. She had ultrasounds and she would have a CT scan (computerized tomography) and bladder biopsy for bladder/ pelvic pain. The device was gone but the pain and the after effects were still real. Product technical complaint investigation result was received on 27-oct-2015: the ptc global reference number is (B)(4). Final assessment: for cases where a device failure during insertion is reported, we conduct an investigation of any returned device. For cases where an insert is removed at a later time after insertion, we typically do not conduct an inspection of the insert. In this case, no product was returned. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. There was no event reported which indicates a new technical failure mode for the device. Medical assessment: no product quality defect was confirmed; therefore, a relationship to the reported medical events is excluded. The technical assessment concluded unconfirmed quality defect. Based on the available information, there is no relationship between the reported medical events and a quality defect. Company causality comment: this spontaneous non-medically confirmed case report refers to a female consumer who had essure (fallopian tube occlusion insert) inserted and had extreme pelvic pain. She had a hysterectomy and salpingectomy to remove essure, 3 years and a half after insertion. She also had bleeding more in a month than not (interpreted as genital bleeding) and was depressed and even had thought of suicide due to the pain. These events are serious due to medical significance. Pelvic pain and genital bleeding are listed events in the reference safety information for essure, the remaining event is unlisted. After essure insertion abnormal genital bleeding and pelvic pain may occur. In this case, the consumer also had adenomyosis and fibroids which could be alternative explanations for these events, and the pain did not resolve after hysterectomy. However, given the nature of the reported events, a contributory role of essure cannot be excluded. Depression is thought to involve changes in receptor-neurotransmitter relationships in limbic system, prefrontal cortex, hippocampus, and amygdala. Chronic pain can worsen depression symptoms and is a risk factor for suicide in people who are depressed. In the other hand, people with more severe depression feel more intense pain. In this case, consumer had pelvic pain and reported that she was depressed and even had thought of suicide due to the pain. There was no mention to an actual suicidal attempt. The consumer also had other psychiatric condition (general anxiety disorder). It is unlikely that the pain was the only trigger for the depression, however a contributory role cannot be excluded; therefore, a causal relationship with essure cannot be totally excluded. This case was regarded as incident since a device removal was required and hysterectomy with salpingectomy were performed. Product technical analysis was performed with neither batch number nor complaint sample. According to results there is no relationship between the reported medical event(s) and quality defect. No active follow-up will be pursued, as this case was identified during health authority website monitoring.

Manufacturer narrative:
Legal claim received on 29-jun-2016: the plaintiff was implanted on or about (B)(6) 2011. After being implanted with essure, she suffered from severe and permanent injuries. Company causality comment: this spontaneous non-medically confirmed case report refers to a female consumer who had essure (fallopian tube occlusion insert) inserted and had extreme pelvic pain. She had a hysterectomy and salpingectomy to remove essure, 3 years and a half after insertion. She also had bleeding more in a month than not (interpreted as genital bleeding) and was depressed and even had thought of suicide due to the pain. Only pelvic pain and genital bleeding are listed events in the reference safety information. After essure insertion abnormal genital bleeding and pelvic pain may occur. In this case, the consumer also had adenomyosis and fibroids which could be alternative explanations for these events, and the pain did not resolve after hysterectomy. However, given the nature of the reported events, a contributory role of essure cannot be excluded. Depression is thought to involve changes in receptor-neurotransmitter relationships in limbic system, prefrontal cortex, hippocampus, and amygdala. Chronic pain can worsen depression symptoms and is a risk factor for suicide in people who are depressed. In the other hand, people with more severe depression feel more intense pain. In this case, consumer had pelvic pain and reported that she was depressed and even had thought of suicide due to the pain. There was no mention to an actual suicidal attempt. The consumer also had other psychiatric condition (general anxiety disorder). It is unlikely that the pain was the only trigger for the depression, however a contributory role cannot be excluded; therefore a causal relationship with essure cannot be totally excluded. This case was regarded as incident since a device removal was required. No batch number nor complaint sample were provided. Based on available information, there is no relationship between the reported medical event(s) and quality defect. Further information will be obtained through litigation process.

Manufacturer narrative:
Data correction for us reporting: the code knh was replaced with hhs.